Manufacturer narrative:
Result code 213 - explant evaluation summary: the devices were returned to geprovas for investigation. Submitted partially immersed in formalin were two gore® excluder® aaa endoprostheses; one trunk ¿ ipsilateral leg endoprosthesis (segment 1), one contralateral leg endoprosthesis (segment 2). The scope and results of the investigation were summarized and a report was submitted to w. L. Gore & associates. An explant investigator (ei) at w. L. Gore & associates reviewed the report. The following is a summary of the ei observations: there is minimal, scattered plaques of friable red brown and tan material on abluminal and luminal surfaces. Segment 1 lumen is widely patent. Segment 2 degree of patency is indeterminate based on images provided; distal and proximal ends are widely patent. Separation of components was made prior to arrival to geprovas, which were received in two containers. The endoprostheses had not been fully immersed in fixative upon arrival, and had been folded into undersized containers. An endoscope was used to illuminate the devices for material integrity, in which the investigator claimed to have observed a hole near an apex of the stent on segment 1. Gross images provided indicate that the observed focus is a densification mark likely from the crush load process, rather than a defect in the device. The focus, which illuminates brightly via luminal lighting, appears to be fully covered by eptfe. Densification of the eptfe material is expected and occurs when the material is compressed. Densification is not a defect and does not affect functionality. No additional analysis is requested.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Refer to field b6 for the results of the imaging evaluation. (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was stated that the pre-implantation aneurysm diameter was 57mm. On (B)(6) 2015, a follow-up ultrasound scan showed an aneurysm size of 45mm. On (B)(6) 2015, a follow-up ultrasound scan showed an increased aneurysm size of 51mm. On (B)(6) 2015, a type ii endoleak was identified and successfully treated by ligation of the inferior mesenteric and lumbar artery on (B)(6) 2016. On (B)(6) 2016, a follow-up cta scan showed an increased aneurysm size of 69mm. On (B)(6) 2016, the patient presented with abdominal pain related to a proximal type I and a new type ii endoleak originating from the right lumbar artery. The devices needed to be explanted on (B)(6) 2016, and an aorto-bi-iliac bypass was implanted. The patient tolerated the procedure.